Event description:
A customer reported a cartridge change error with their pump, which occurred multiple times since (B)(6) 2026, causing their blood glucose to exceed a safe level and display as "high." To address the high blood glucose, the customer administered a corrective injection using multiple daily injections. Tandem technical support instructed the customer to inspect and clean the pump¿s o-ring and pneumatic tap area, but the issue persisted despite these efforts and guidance from the support team. The customer was ultimately unable to load a new cartridge onto the pump, leading technical support to suggest further troubleshooting with customer support assistance, while the customer maintained the use of injections for emergencies.